Event description:
Consumer complaint of blood result reading of "lo." Customer states that she feels well. Verified the strips expire on 02/28/2015. Customer performed a blood test, 134mg/dl fasting with test strip lot #: tn2656. Customer states result obtained on (B)(6) 2013 were with lot # tn2670: 185, lo, 33, lo. No adverse event reported.

Manufacturer narrative:
(B)(4). Product returned for eval with no defect found. Most likely underlying root cause of malfunction noted in the complaint: strip issue. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2013).